Event description:
Hearing performance with the device is affected. Affected channels have first been noticed in the beginning of 2022. The user stated that the change in hearing with the device happened gradually over a few months. Additionally, the user also stated that she experienced discomfort while swallowing. A follow-up programming visit was missed by the user. Only recently the user was seen again and reported that she is only able to hear beeps and then no sound with the device. She showed relatively limited benefit in speech performance tests using the implant. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are currently unknown.

Event description:
Hearing performance with the device is affected. Affected channels have first been noticed in the beginning of 2022. The user stated that the change in hearing with the device happened gradually over a few months. Additionally the user also stated that she experienced discomfort while swallowing. A follow-up programming visit was missed by the user. Only recently the user was seen again and reported that she is only able to hear beeps and then no sound with the device. She showed relatively limited benefit in speech performance tests using the implant.

Event description:
In situ testing showed affected channels. Hearing performance with the device is affected. The user plans to see their local audiologist for testing on the contralateral side as well. A follow-up with the clinic has been scheduled for 06.feb.2024 to discuss further options.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.